Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a mildly calcified lesion in the left anterior descending (lad) artery. The patient presented with unstable angina. Pre-dilatation was performed with a 3.0 x 15 mm balloon at 14 atmospheres (atm), reducing the stenosis to less than 40%. A 3.0 x 18 mm absorb scaffold was implanted and post-dilated with a 3.0 x 15 mm balloon at 15 atm. Final angiographic residual stenosis was less than 10%. The patient returned on (B)(6) 2017 due to unstable angina and the scaffold was found to be restenosed. A non-abbott drug eluting stent was implanted for treatment with a good patient outcome. The patient had been compliant with dual antiplatelet drug therapy after the procedure. No additional information was provided.